Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: the patient needs to use a needleless airtight infusion connector in the hospital on (B)(6) 2020. Checked that the infusion set and needleless airtight infusion needle packaging are intact and undamaged before the operation. After the needle is connected to the infusion set, it is found that the liquid does not drip, and the infusion will be replaced afterwards. The joint still doesn't drip.

Manufacturer narrative:
H6: investigation summary: a 2000e china sample was not available for investigation of this feedback. However the customer indicated that an occlusion was identified when attempting to access the sample with a wuhan zhixun precision infusion set. The connecting product in use at the time of the customer's experience was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19105322 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) experienced flow issues. The following information was provided by the initial reporter: the patient needs to use a needleless airtight infusion connector in the hospital on (B)(6) 2020. Checked that the infusion set and needleless airtight infusion needle packaging are intact and undamaged before the operation. After the needle is connected to the infusion set, it is found that the liquid does not drip, and the infusion will be replaced afterwards. The joint still doesn't drip.